Manufacturer narrative:
Please refer to emdr report number 2124215-2020-05246 for additional MFR narrative details. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. Additional information: further investigation determined complaint (B)(4) is a duplicate to this case. Please refer to complaint (B)(4) (emdr report number: 2124215-2020-05246) regarding any additional information.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this device exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported.